Manufacturer narrative:
The account replaced the brake caster to resolve the issue.

Event description:
The account alleged that when they set the brakes on the foot brake casters the wheels will still roll. No report of injury.